Event description:
Caller reported false negative urine hcg results on the cardinal sp hcg combo test. Quantitative serum hcg result on cobas: 44,000. Serum was positive on cardinal sp combo. No sample available to return for testing.

Manufacturer narrative:
Investigation: lot number: hcg9010078. Expiration date: 01/2011. Control lot: 20miu/ml hcg urine, lot: hcg090304-02; 100miu/ml hcg urine, lot: hcg081008-01; 255.3iu/ml hcg urine, lot: hcg090526-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 255.3iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. The retention devices meet qc specification. No false negative result was observed; this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number were verified. No corrective action required as no product deficiency was established.